Event description:
The customer reported that an event code is logged in the memory of the device. The event code logged in its memory is related to a potential issue of the device to deliver energy. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that an event code is logged in the memory of the device. The event code logged in its memory is related to a potential issue of the device to deliver energy. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.